Event description:
It was reported that the patient had the artificial urinary sphincter revised due to malposition of the pump. Pump was too low, therefore the patient could hardly operate the device. The tubing to the pump was shortened 1-2 cm and the patient was able to operate the pump again. No patient complications were reported.